Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the device placed on (B)(6) 2018 was removed on (B)(6)2018 for infection. It was noted that there are no plans to replace the device at this time. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.